Manufacturer narrative:
The manufacturer did not receive device, x-rays or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an alloclassic sl stem generic on an unknown date. Due to loosening of the femoral stem and fracture of the femoral bone, the patient was revised on an unknown date.